Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that opacification developed in the post-operative period leading to a decline in patient visual acuity necessitating lens explantation. The patient medical history received identified that the patient has diabetes. Rayner has queried if the patient is insulin dependent and whether they have diabetic retinopathy; however, no response to this enquiry was ever received. Rayner has previously been advised by its medical consultants that diabetic patients are more predisposed to a breakdown of the blood-aqueous barrier. Opacification was observed for the first time on (B)(6) 2020. On (B)(6) 2021, the patient underwent a yag capsulotomy which was unsuccessful in resolving opacification. The rayone spheric rao100c was explanted on 18th january 2021 and was exchanged for an alternative iol. The explanted lens was returned. The explanted lens was sent to a third-party independent laboratory to undergo structural and ultrastructural analysis (scanning electron microscopy (sem) and energy-dispersive x-ray spectroscopy (eds)). Analysis was completed on 24th february 2021. Sem and eds analysis revealed a significant deposition of mineral like structures on the surface of the iol consistent with the structure and form of iol calcification. The crystals were composed of calcium phosphate. Device analysis performs confirms calcification of the iol has developed post-operatively. Opacification is a recognised complication associated with cataract surgery/iol implantation. Published literature identifies the following as possible causes of opacification; off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient medical history of diabetes is likely a contributory factor to the development of opacification in this case.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its brazilian distributor of an event that occurred following implantation of a rayone spheric rao100c. The event description provided states that iol opacification was observed post-operatively leading to a decline in patient visual acuity necessitating lens explantation.

Manufacturer narrative:
The reference c21060 has been allocated to this case by rayner. The verbatim report received states that opacification developed in the post-operative period leading to a decline in patient visual acuity necessitating lens explantation. Opacification was observed for the first time on (B)(6) 2020. The patient medical history received identified that the patient has diabetes. Rayner has queried if the patient is insulin dependent and whether they have diabetic retinopathy. Rayner has previously been advised by its medical consultants that diabetic patients are more predisposed to a breakdown of the blood-aqueous barrier. The rayone spheric rao100c was explanted on (B)(6) 2021 and was exchanged for an alternative iol. The return of the explanted iol to rayner is pending. Following receipt of the explanted iol, the lens will be sent to a third party independent laboratory to undergo sem and edx analysis. The results of the device analysis will be provided in a follow-up report. Opacification is a recognised complication associated with cataract surgery/iol implantation. Published literature identifies the following as possible causes of opacification; off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred following implantation of a rayone spheric rao100c. The event description provided states that iol opacification was observed post-operatively leading to a decline in patient visual acuity necessitating lens explantation.